Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the luge j 182 cm guidewire fractured in the pt's body. The physician had delivered two luge guidewires into the left anterior descending coronary artery. One wire was used to deploy a taxus stent and the other was used as a buddy wire. After successful deployment of the taxus stent, the second luge wire was pulled back into the launcher guide catheter in preparation for deployment of a second taxus stent. While advancing the taxus stent, the physician felt some resistance and removed the taxus stent delivery system. The luge wire was also removed, but the angiogram revealed that a portion of the guidewire remained in the lad. A radiologist successfully snared and removed the detached portion of guide wire. A new taxus stent was then delivered and deployed. The pt is reported to be in good condition.